Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon, ¿image is displayed intermittently¿, occurred due to charge-coupled device (ccd) failure. Occurrence cause of ccd failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer stated that the procedure was a hysterectomy total robot cystoscopy and was completed without delay with a similar device and with no impact on the condition of the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a shorted charged coupled device, switch buttons that intermittently turned on, and a faded label on the rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a dark visual image. The issue was found during preparation for use and the intended procedure was diagnostic. There were no reports of patient harm.